Manufacturer narrative:
H3, h6: it was reported that during total hip replacement the polarstem modular head for 21000662 was noticed broken. The device, used in treatment, was not returned for investigation and batch number was not communicated. A product evaluation could therefore not be performed and the reported failure could not be evaluated. A complaint history review was performed. A production history review could not be performed due to missing batch number. Based on the available information, the failure mode cannot be confirmed and a relationship between the reported event and the device cannot be concluded either. The root cause of the reported issue remains undetermined. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. Smith and nephew will continue to monitor the device for similar issues.

Event description:
It was reported that during total hip replacement the polarstem modular head for 21000662 was noticed broken. Instrument outside the patient. No delay or injury reported. The procedure was finished with the same device.